Manufacturer narrative:
As of 03/12/2020 aso evaluated returned product and retained samples with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on (B)(6) 2020 consumer states that the product caused him an allergic reaction. Medical attention was sought. On (B)(6) 2020 reporter stated on returned cir that issue was with tape area.